Event description:
It was reported that the patient had an in-stent thrombosis of the left superficial femoral artery. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on that day. The target lesion one was located in the left mid superficial femoral artery (sfa), with 97% stenosis and was 140 mm long with a proximal reference vessel diameter of 4.00 mm and distal vessel diameter of 4.00 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6 mmx150 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on dual antiplatelet therapy. The patient's interval medical history included the following. Right external iliac artery stenosis in (B)(6) 2017, intrastent stenosis left superficial femoral artery occurred. (B)(6) 2018, left internal iliac rupture occurred. On (B)(6) 2018, right femoral common stenosis occurred. On (B)(6) 2018, the patient was diagnosed with instent occlusion of the study stent placed in the left sfa. Doppler and angioscan were performed in response to the event. Additional information stated that on (B)(6) 2018, thrombosis of the study stent placed in mid and distal left sfa was treated with drug coated balloon angioplasty and stent placement. Post procedure, residual stenosis was 10%. Additional information stated that on (B)(6) 2018, the patient went to the hospital with the complaints of paresthesia of the left lower limb since (B)(6) 2018. Arterial doppler of the lower limbs revealed mono to biphasic curves in the external iliac artery and common femoral artery, moderate plaque in the common femoral artery, occlusion of the left femoropopliteal network with monophasic curves in the popliteal artery and distally, monophasic curves in dorsalis pedis artery. On (B)(6) 2018, CT angiography of the lower limbs revealed known atherosclerosis of the abdominal aorta (25mm), occluded stent in the left internal iliac artery, short, moderate to severe stenosis of the junction of the common iliac artery and moderate stenosis of the short left common femoral artery. On (B)(6) 2018, thrombosis of the study stent placed in mid and distal left sfa was treated with drug coated balloon angioplasty and stent placement. Post procedure, the residual stenosis was 10%. Additional information stated that on (B)(6) 2018, subject was hospitalized and stenosis in the left common femoral artery was treated with endarterectomy. Additional information stated that on (B)(6) 2018, arteriography of aorta and lower limbs revealed moderate stenosis of the common iliac and proximal external iliac artery and severe stenosis of the right internal iliac artery. In the left limb there was an occluded stent in the left internal iliac artery. In the common femoral artery, a patent endarterectomy site, mild stricture at the origin of the surgical site and at the origin of the deep femoral, but no evidence of significant stenosis. In the sfa there was a completely occluded distal portion including the previously placed stents (site reported stent thrombosis). The popliteal artery was patent. In the tibial and fibular artery, anterior portion was patent up to the foot, occluded left posterior tibial with supplying collaterals form the fibular branch. Additional information stated that on (B)(6) 2018, 783 days post index procedure, left femoropopliteal occlusion was treated with thromboaspiration and multilevel drug eluting balloon angioplasties with the placement of a 6 x 60 mm innova stent in the distal portion of the sfa. Post procedure, the residual stenosis was 10%. In addition, left iliac axis was also treated with angioplasty. A follow-up core-lab angiography finding dated november 13, 2018, noted thrombus of grade 0 and absence of aneurysm. However, core lab noted the presence of isr pattern 4.

Manufacturer narrative:
Device is a combination product. Initial reporter phone: (B)(6).

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that the patient had an in-stent thrombosis of the left superficial femoral artery. The patient was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on that day. The target lesion one was located in the left mid superficial femoral artery (sfa), with 97% stenosis and was 140 mm long with a proximal reference vessel diameter of 4.00 mm and distal vessel diameter of 4.00 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6 mmx150 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on dual antiplatelet therapy. The patient's interval medical history included the following. Right external iliac artery stenosis in (B)(6) 2016. On (B)(6) 2017, intrastent stenosis left superficial femoral artery occurred. On (B)(6) 2018, left internal iliac rupture occurred. On (B)(6) 2018, right femoral common stenosis occurred. On (B)(6) 2018, the patient was diagnosed with in-stent occlusion of the study stent placed in the left sfa. Doppler and angioscan were performed in response to the event.

Event description:
It was reported that the patient had an in-stent thrombosis of the left superficial femoral artery. The patient was enrolled in the imperial study on september 21, 2016 and the index procedure was performed on that day. The target lesion one was located in the left mid superficial femoral artery (sfa), with 97% stenosis and was 140 mm long with a proximal reference vessel diameter of 4.00 mm and distal vessel diameter of 4.00 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6 mmx150 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on dual antiplatelet therapy. The patient's interval medical history included the following. Right external iliac artery stenosis in (B)(6) 2016. (B)(6) 2017, intrastent stenosis left superficial femoral artery occurred. (B)(6) 2018, left internal iliac rupture occurred. (B)(6) 2018, right femoral common stenosis occurred. On (B)(6) 2018, the patient was diagnosed with instent occlusion of the study stent placed in the left sfa. Doppler and angioscan were performed in response to the event. Additional information stated that on november 3, 2018, thrombosis of the study stent placed in mid and distal left sfa was treated with drug coated balloon angioplasty and stent placement. Post procedure, residual stenosis was 10%.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that the patient had an in-stent thrombosis of the left superficial femoral artery. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on that day. The target lesion one was located in the left mid superficial femoral artery (sfa), with 97% stenosis and was 140 mm long with a proximal reference vessel diameter of 4.00 mm and distal vessel diameter of 4.00 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6 mmx150 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on dual antiplatelet therapy. The patient's interval medical history included the following. Right external iliac artery stenosis in (B)(6) 2016. On (B)(6) 2017, intrastent stenosis left superficial femoral artery occurred. On (B)(6) 2018, left internal iliac rupture occurred. On (B)(6) 2018, right femoral common stenosis occurred. On (B)(6) 2018, the patient was diagnosed with instent occlusion of the study stent placed in the left sfa. Doppler and angioscan were performed in response to the event. Additional information stated that on (B)(6) 2018, thrombosis of the study stent placed in mid and distal left sfa was treated with drug coated balloon angioplasty and stent placement. Post procedure, residual stenosis was 10%. Additional information stated that on (B)(6) 2018, the patient went to the hospital with the complaints of paresthesia of the left lower limb since (B)(6) 2018. Arterial doppler of the lower limbs revealed mono to biphasic curves in the external iliac artery and common femoral artery, moderate plaque in the common femoral artery, occlusion of the left femoropopliteal network with monophasic curves in the popliteal artery and distally, monophasic curves in dorsalis pedis artery. On (B)(6) 2018, CT angiography of the lower limbs revealed known atherosclerosis of the abdominal aorta (25mm), occluded stent in the left internal iliac artery, short, moderate to severe stenosis of the junction of the common iliac artery and moderate stenosis of the short left common femoral artery. On (B)(6) 2018, thrombosis of the study stent placed in mid and distal left sfa was treated with drug coated balloon angioplasty and stent placement. Post procedure, the residual stenosis was 10%. Additional information stated that on (B)(6) 2018, subject was hospitalized and stenosis in the left common femoral artery was treated with endarterectomy. Additional information stated that on (B)(6) 2018, arteriography of aorta and lower limbs revealed moderate stenosis of the common iliac and proximal external iliac artery and severe stenosis of the right internal iliac artery. In the left limb there was an occluded stent in the left internal iliac artery. In the common femoral artery, a patent endarterectomy site, mild stricture at the origin of the surgical site and at the origin of the deep femoral, but no evidence of significant stenosis. In the sfa there was a completely occluded distal portion including the previously placed stents (site reported stent thrombosis). The popliteal artery was patent. In the tibial and fibular artery, anterior portion was patent up to the foot, occluded left posterior tibial with supplying collaterals form the fibular branch. Additional information stated that on (B)(6) 2018, 783 days post index procedure, left femoropopliteal occlusion was treated with thromboaspiration and multilevel drug eluting balloon angioplasties with the placement of a 6 x 60 mm innova stent in the distal portion of the sfa. Post procedure, the residual stenosis was 10%. In addition, left iliac axis was also treated with angioplasty. A follow-up core-lab angiography finding dated (B)(6) 2018, noted thrombus of grade 0 and absence of aneurysm. However, core lab noted the presence of isr pattern 4. Additional information reported that on (B)(6) 2019, using the endarterectomy instrument, the plaque was circumferentially dissected. The plaque was dissected till the iliofemoral junction, at which the proximal part of the selft sfa was endartectomized (tvr). Follow-up core-lab angiography findings dated (B)(6) 2018, noted thrombus of grade 0 and absence of aneurysm. However, core lab noted the presence of isr pattern 4. Core lab angiography findings dated (B)(6) 2016, revealed the presence of radial stent deformation.

Manufacturer narrative:
Device is a combination product. Initial reporter phone: (B)(6).

Manufacturer narrative:
Device is a combination product. Initial reporter phone: (B)(6).

Event description:
It was reported that the patient had an in-stent thrombosis of the left superficial femoral artery. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on that day. The target lesion one was located in the left mid superficial femoral artery (sfa), with 97% stenosis and was 140 mm long with a proximal reference vessel diameter of 4.00 mm and distal vessel diameter of 4.00 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6 mmx150 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on dual antiplatelet therapy. The patient's interval medical history included the following. Right external iliac artery stenosis in (B)(6) 2016. In (B)(6) 2017, intrastent stenosis left superficial femoral artery occurred. In (B)(6) 2018, left internal iliac rupture occurred. In (B)(6) 2018, right femoral common stenosis occurred. On (B)(6) 2018, the patient was diagnosed with instent occlusion of the study stent placed in the left sfa. Doppler and angioscan were performed in response to the event. Additional information stated that on (B)(6) 2018, thrombosis of the study stent placed in mid and distal left sfa was treated with drug coated balloon angioplasty and stent placement. Post procedure, residual stenosis was 10%. Additional information stated that on (B)(6) 2018, the patient went to the hospital with the complaints of paresthesia of the left lower limb since (B)(6) 2018. Arterial doppler of the lower limbs revealed mono to biphasic curves in the external iliac artery and common femoral artery, moderate plaque in the common femoral artery, occlusion of the left femoropopliteal network with monophasic curves in the popliteal artery and distally, monophasic curves in dorsalis pedis artery. On (B)(6) 2018, CT angiography of the lower limbs revealed known atherosclerosis of the abdominal aorta (25mm), occluded stent in the left internal iliac artery, short, moderate to severe stenosis of the junction of the common iliac artery and moderate stenosis of the short left common femoral artery. On (B)(6) 2018, thrombosis of the study stent placed in mid and distal left sfa was treated with drug coated balloon angioplasty and stent placement. Post procedure, the residual stenosis was 10%.